Event description:
It was reported that pacemaker was found to be in safety mode. The pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that pacemaker was found to be in safety mode. The pacemaker remains in service. No adverse patient effects were reported.